Event description:
The customer reported the unit does not charge the battery and the ac led indicator doesn't illuminate.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.